Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the pt was recently implanted and says that their wound isn't healing and it keeps opening up. They also report that any time something brushes up against their back, or if they move, they feel the stimulation going down their left leg. Pt is not supposed to feel stimulation at all with the setup, but they do. Pt says they turned stimulation off and don't feel stimulation when it is off, but then the pain will come back because stimulation is off. The patient was redirected to their healthcare provider to further address the issue. Pt says their managing hcp is referring them "to an emergency place to reposition the implant".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.